Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2010. It was reported that during an exploratory procedure for a previously reported lead issue, the patient's ipg was replaced due to a loose port plug. Following the procedure, impedance problems persisted. As a result, the patient's lead was replaced (reference MFR report # 1627487-2011-00220). The explanted ipg was discarded.